Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged issue started the same day at an unspecified time during the morning. She denied taking any actions related with diabetes treatment as a result of the alleged power issue. Four hours after the alleged issue began, the pt claimed that she developed symptoms of shakiness and a headache. She denied receiving treatment because of the alleged issue. Through troubleshooting, the customer service rep (csr) determined that the meter's battery needed to be replaced. The pt did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.